Event description:
During routine testing of the device at the service center, the service technician reported the air filter in side b of the calibrator was leaking. This calibrator was originally returned for repair due to the device not calibrating when the air filter leak was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.